Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic band ligation procedure for treatment. The speedband superview super 7 multiple band lipator device was noted to misfire due to the handle of the device not turning approx. The procedure was successfully completed with another of the same device. The pt did not sustain any reported complication or ill effect. The pt condition is reported as 'ok'.

Manufacturer narrative:
This device has not been received by this MFR. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.